Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was inoperable. It was noted the patient failed to recharge her ipg as instructed. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model. The patient reported effective coverage postoperative.